Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had unexplained random no delivery alarm as well as insulin pump rejects new battery and also stated that insulin pump had to rewind more than once per reservoir change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and dat test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. The test battery was removed and reinserted with no failed battery test alarm noted. Device was able to completed the rewind test with no rewind anomaly noted. No drive or motor anomaly or motor error alarm noted during testing. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.